Event description:
The as-received internal device data showed that the last 25% change in the impedance value was estimated to have occurred on the date of explant, where the impedance value changed from a normal limits range to high lead impedance. Based on the impedance value prior to explant along with the as-received device settings for the explanted generator, the reported event was due to high device settings. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2013.

Event description:
It was reported that the patient underwent generator replacement due to ifi = yes. It was reported that the physician's note indicated that the replacement was due to the generator no longer delivering therapy. The explanted generator was received for analysis. Analysis is underway, but has not been completed to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Analysis of the returned generator was completed. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Results of diagnostic testing indicated that the battery status was ifi=yes and that the device was operating properly. Output current was normal.

Manufacturer narrative:
Review of the available programming and diagnostic history.